Event description:
It was reported that the user experienced a hypoglycemic episode lasting about ninety minutes, with a documented lowest blood glucose of 56 mg/dl, and the cause was unclear despite review of device reports, with possible maladaptation discussed. Symptoms included irritability. Outcomes included self-treatment with oral glucose tablets and return of blood glucose to range, with no hospitalization. Investigation included customer care troubleshooting and education, as well as recommendation to consult clinical support regarding nocturnal targets and low patterns. Investigation of this case revealed no device malfunction identified and an undetermined cause for the hypoglycemia. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.